Event description:
01/02/2020: updated ed: it was reported that patient underwent a revision procedure on (B)(6) 2019 due to a nonunion of the hip fracture. During the revision procedure, the unknown trochanteric fixation nail advanced (tfna) implants were successfully removed and the patient was revised with a 4 hole proximal femur hook plate and hemi hip. There was no surgical delay reported. Patient status is unknown.

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: a3: patient's gender provided for reporting. D4, d7. B5: updated event description provided for reporting. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This report is for an unknown nail head elements: tfna helical blade/unknown lot. Part and lot number are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. (B)(4). Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2019 the patient will undergo a revision procedure on (B)(6) 2019 due to a nonunion of the hip fracture. The unknown trochanteric fixation nail advanced (tfna) implants will be removed and the patient will be revised to a hemi hip. This report is for one unk - nail head elements: tfna helical blade. This is report 1 of 4 for (B)(4).